Manufacturer narrative:
Product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer.

Event description:
It was reported that the patient's implantable neurostimulator (ins) migrated after the patient lost 40 pounds over the course of a year. The ins moved over the patient's vertebrae. The patient also reported she was unable to charge the ins because it ''stuck too far out from the skin.'' It was painful for the patient to lean back due to the placement of the ins. There were no falls reported, but the patient did note that the ins ''almost protruded out of the skin.'' The device was explanted and replaced on (B)(6) 2012. If additional information is received, a follow up report will be sent.